Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 20658139; model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.